Event description:
It was reported that the customer's bg value displayed as  "low"; however, specific value was not provided. Customer consumed carbohydrates as a treatment and required assistance from their wife, who provided food. Despite losing consciousness during the event, there was no permanent damage. Customer was advised by technical support to consult with a healthcare professional to discuss factors affecting their bg levels, and an arrangement was made for a cartridge return.